Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received several motor error alarms while rewinding their insulin pump. The customer also reported a crack on their insulin pump's casing. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.